Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: a review of the black box showed call service 012 and 054 alarms. The pump powered up to a blank display, with an auditory alarm, and a continuous vibratory alarm. Further testing was prevented due to a defective slave processor. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.